Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) of 600mg/dl following an infusion set and insulin cartridge change. The user was transported to the emergency room by a caregiver and treated with intravenous insulin drip and manual insulin injections. The user was discharged on (B)(6) 2025. No long-term health effects were reported.